Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that there was product allergy. At 10:55, the surgery was started, and bone cement was implanted at 11:18. At 11:20, the patient suddenly had decreased heart rate and blood pressure, which was considered to be bone cement reaction. The patient was immediately given noradrenaline, phenylephrine, epinephrine, hydrocortisone methylprednisolone and other anti-allergic, acid correction and volume expansion rescue treatment. Ten minutes later, the blood pressure recovered steadily and the operation ended quickly. At 11:50, the patient experienced decreased blood pressure and heart rate again, with dilated pupils and weak light reflex. The patient was given multiple bolus injection of epinephrine, transfusion for acid correction and other measures again, and was sent to ICU at 12:20 under ECG monitoring after the vital signs were slightly stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1 initial reporter facility name and address: (B)(6). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code: 3105040, lot number: 4408695, and no non-conformances or manufacturing irregularities were identified. All qc and microbiology testing met specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3105040, lot number: 4408695, and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product code: 3105040, lot number: 4408695, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: b5, d4 (expiry date), h4. Corrected: d3, d4 (primary UDI number), g1 (manufacturing site name).

Event description:
Additional information was received from sales rep today and states that after the investigation, a 73-year-old female patient underwent primary hip arthroplasty in the south district of (B)(6) due to "left femoral neck fracture". The bone cement (3105040) was used to fix the hip prosthesis during the operation. Two minutes after the placement of the bone cement, the patient had a sudden bone cement reaction and died after being transferred to the ICU after rescue (the specific death time was unknown). The hospital did not provide more details about the event. Clarification: after confirmation, the reporter from hospital claimed there was bone cement reaction during the procedure, but the physician also used anti-allergic and other treatment for rescue. Besides, there is no clear indication of an allergy.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 health effect clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.